Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer had high blood glucose and which was treated with the injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. Customer had symptoms as thirst, and nausea. Customer reported that the insulin pump had software error detected. Customer was able to clear the alarm and able to complete insulin pump rewound. Customer perform self test, displacement test and high pressure test and all test were passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.